Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the since the ins replacement, ¿it hasn¿t seemed right¿ and the patient noticed the battery voltage had dropped from 3.2 to 2.95. The patient mentioned they had taken 2 doses of medication and felt ¿so weak¿ like a ¿rag doll¿. They stated that they had been doing ¿real good¿ and had not been using their wheel chair. It was noted that the ins was on at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating they had an appointment (B)(6) 2018. The cause of the battery voltage drop was unknown. It was reported the patient started another medicine but the issue of the device not seeming right and the drop in battery voltage had not resolved at the time of the report. No complications were reported or anticipated.